Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the unit powers on by itself. There was no patient involvement.

Manufacturer narrative:
Date of report: 18jun2019. Date rec'd by MFR: 14jun2019. The customer confirmed the reported auto-start issue. The customer reported that after the user interface (ui) board was replaced, the unit was not turning on by itself and was working fine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.